Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using a vitros trop I es reagent on a vitros 5600 integrated system. Vitros trop I es result: 0.073 ng/ml vs expected 0.014 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported outside the laboratory, and there was no allegation of patient harm occurring as a result of the event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result for a single patient sample was obtained using a vitros trop I es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined. Pre-analytical sample handling was found to have not been a possible contributing factor. The investigation found no evidence of a malfunction with the vitros 5600 analyzer or the vitros trop I es reagent.